Manufacturer narrative:
Date of report : 18jul2019, date rec¿d by MFR : 14jun2019. Customer states that the device was replaced locally and the touchscreen assembly was replaced to address the issue. Touchscreen assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, it was determined that the ul_lr and ur_ll resistance and ul_lr/ur_ll resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI # (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator has a touchscreen issue. No patient involvement. Event date not specified; estimate used.